Event description:
It was reported that the seal on a philips sonicare diamond clean smart powered toothbrush melted and vibrates excessively. Consumer stated that the excessive vibration caused teeth pain; this reported event is handled in a separate case. Consumer stated no injury occurred. No device was returned; therefore, it cannot be determined whether the device failed to meet specification and/or caused or contributed to the event.

Manufacturer narrative:
B3: the event date is approximate. Device was not returned for evaluation; therefore, it cannot be determined whether the device failed to meet specification and/or caused or contributed to the event. Based on the information currently available, the case is being conservatively reported as the allegation related to melting would be likely to cause or contribute to a death or serious injury, if the malfunction were to recur.